Manufacturer narrative:
Complaint conclusion: as reported, the hemostasis plug of a 7f exoseal vascular closure device (vcd) was exposed from the distal end shortly after the device was taken out from the pouch. However, the physician forgot that, and the unknown sheath was connected to the sheath adaptor and noticed the issue. The entire device was removed. Hemostasis was achieved by manual pressure. There was no reported patient injury. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile unit of product ¿vascular closure device 7f¿ was received for investigation along with an unknown 8f catheter sheath introducer (csi). Per visual analysis, the product was found with the following conditions: the delivery shaft was inserted into the csi, the cowling/guard was totally depressed; indicator wire was deployed, the deployment lever was not depressed, indicator window was received in black/white color, and the plug was not deployed. Blood residues could be observed. No additional anomalies were found. Per dimensional analysis, the inner diameter of delivery shaft was measured, and it was found within specification parameters. Per functional analysis, the unit was cleaned to remove blood residues so that functional testing could be performed. The indicator wire was pulled to move the indicator window from the black/white state as received into the black/black state. At the black/black stage, the deployment button was pushed down. It was completely depressed, and the plug was deployed. The indicator window turned into black/red/white state as expected. The device performed the deployment process successfully, and there were no anomalies observed. Per microscopic analysis, the device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The reported event of ¿vascular closure device (vcd) deployment difficulty-premature deployment¿ was not confirmed through analysis of the returned device. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue noted during prep, especially since there were no anomalies noted during product analysis, and it is unknown if attempting to use the device in the patient affected the condition noted during prep. However, handling factors are possible. According to the instructions for use (IFU), which is not intended as a mitigation, ¿remove the exoseal vcd from the sterile packaging using aseptic technique. Examine the device for any damage. Verify the presence of all components. Hold the exoseal vcd in the right hand and position the left hand on the patient at the insertion site holding the vascular sheath introducer hub. Using the left hand¿s thumb and index finger insert the distal end of the delivery shaft into the vascular sheath introducer while continuing to hold the vascular sheath introducer hub using the right hand to support and guide the exoseal vcd.¿ additionally, it was noted that an 8f sheath was received connected to the with a 7f exoseal vcd returned for analysis. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the hemostasis plug of a 7f exoseal vascular closure device (vcd) was exposed from the distal end shortly after the device was taken out from the pouch. However, the physician forgot that, and the unknown sheath was connected to the sheath adaptor and noticed the issue. The entire device was removed. Hemostasis was achieved by manual pressure. There was no reported patient injury. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.